Manufacturer narrative:
(B)(4). The reported event was reviewed and found that the flow sensor is a monitoring device and the complaint was about a calibration issue. Based on this information this event does not meet the requirements for reportability. Please disregard the previous reports.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a ventilator oxygen sensor malfunctioned. Information regarding patient involvement and event was requested.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the expiratory flow sensor and the device passed all testing.